Event description:
It was reported that during demonstration to the surgeon, the drill mechanism wasn't smooth due to the bent tip of the guide.

Manufacturer narrative:
Investigation in progress but not yet complete.